Event description:
A voluntary MDR/medwatch report was received on 4/29/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The unknown patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about insertion site). On (B)(6) 2024, the patient was driving to his primary care doctor and started to feel like he was about to pass out. He was experiencing extreme nausea and bodily distress. At that time, dexcom had been reporting a steady blood glucose value between 79-81 mg/dl for several hours and the patient had been self-treated with glucose tablets based on the cgm reading. After checking his heart rate, the primary doctor advised them to check into the emergency room where they took a bg reading which was 364 mg/dl. The patient was admitted into the intensive care unit for diabetic ketoacidosis. There was no documentation about the treatment provided at the hospital. The patient declined to provide any details therefore no follow-up was made. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis voluntary MDR/medwatch report number mw5153801.